Event description:
Patient reported unknown side device rupture of a prosthesis that was recalled from the market. The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.